Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation/subluxation/infection/adverse soft tissue reaction to particulate debris. Srnjr number: 5116346. Side: r. Gender: m. Non revised products: product ID: ppw39122 profemur® r ha coated prox body small v4/ lot. No: 127487759/ qty: 1. Product ID: ppw38000 profemur® 135mm stem straight/taper size 10/ lot. No: u0266735/ qty: 1.